Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: h6 - med device problem code . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Previously the interpretation of the data presented in the eastern vascular society meeting indicated that four patients experienced migration. However, during the investigation, it was determined that the patients experienced type 1a endoleaks due to proximal migration. Therefore, this report captures four patients with type 1a endoleaks due to proximal migration.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - med device problem code. Investigation ¿ evaluation. Cook was informed of a video from the eastern vascular society meeting that recently took place in charleston, sc. In the video, the presenter displays a table with a list of zenith device failures that took place during a study. The aim of the study was to review the frequency and outcomes of major reinterventions for type I and type iii endoleaks among different devices. The main outcome of the study was looking at the different modes of failure among different endografts. Complaints have been opened for the different device failures among the zenith grafts. This investigation will focus on the failure for migration of the graft. The study identified 229 patients. A cohort of older (78 +/- 8.5 yrs.) And mostly male (84.72%) patients. Common comorbidities among the patients were hypertension (73.8%), coronary artery disease (46.72%) and active/former smokers (61.57%). There is no rpn information or lot numbers available. The study took place at the university of pittsburgh medical center because of this all documentation pulled will pertain to a zenith flex aaa endovascular graft (tffb). A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device master record (dmr) found that appropriate controls are in place within the manufacturing process to detect non-conformances related to this failure mode. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 1 device description: 1.1 aortic main body and iliac leg components the zenith flex aaa endovascular graft is a modular system consisting of three components, a bifurcated aortic main body and two iliac legs. (Fig. 1) the graft modules are constructed of full-thickness woven polyester fabric sewn to self-expanding stainless steel cook-zr stents with braided polyester and monofilament polypropylene suture. The modules are fully stented to provide stability and the expansile force necessary to open the lumen of the graft during deployment. Additionally, the cook-z stents provide the necessary attachment and seal of the graft to the vessel wall. The bare suprarenal stent at the proximal end of the graft contains barbs that are placed at 3 mm increments for additional fixation of the device. To facilitate fluoroscopic visualization of the stent graft, gold radiopaque markers are positioned as follows: one on the lateral aspect of the most distal stent on the contralateral limb of the bifurcated section of the main body and four in a circumferential orientation within 2 mm of the most superior aspect of the graft material. 2 indications for use: the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: ¿ adequate iliac/femoral access compatible with the required introduction systems, ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: ¿ with a length of at least 15 mm, ¿ with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, ¿ with an angle less than 60 degrees relative to the long axis of the aneurysm, and ¿ with an angle less than 45 degrees relative to the axis of the suprarenal aorta. ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions: 4.1 general: ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. Diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. 4.5 implant procedure: ¿ appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 11.1.7 main body proximal (top) deployment 1. Perform angiography through an angiographic catheter to verify positions of the endovascular graft with respect to the renal arteries. If necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.) Note: ensure patency of renal arteries by confirming tht the proximal graft markers are 2 mm or more blow the lowest patent renal artery. 2. Remove the safety lock from the top stent trigger-wire release mechanism. Under fluoroscopy, withdraw and remove the trigger-wire by sliding the top stent trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. If resistance is felt or system bowing is noticed, the trigger-wire is under tension. Excessive force may cause the graft position to be altered. If excessive resistance or delivery system movement is noted, stop and assess the situation. Note: once the barbed suprarenal stent has been deployed, further attempts to reposition the graft are not recommended. Warning: the zenith flex aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional devices in the region of the suprarenal stent. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ migration ¿ inadequate seal length no patient information could be provided as the information contained in the slide presentation was from a study where a de-identified patient data based was used. General imaging was presented but was not identified by patient or device type. Because of this cook could not establish a definitive cause for this event. Migration is a known inherent risk of the device per IFU. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: events occurred between 1997 - 2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an eastern vascular society meeting that graft migration occurred in four endovascular abdominal aortic repair (evar) patients with unknown zenith aortic grafts. As a result of the migration, the patients underwent a re-intervention with either an open conversion or major endovascular intervention that included complete relining, cuff/limb extension or parallel grafting.